Manufacturer narrative:
Details of complaint: on (B)(6) 2020 the customer stated the pump on this input module would not deflate. The device was sent to nka for evaluation and repair. The reported issue could not be duplicated. Service requested: evaluation and repair. Service performed: evaluation and repair. The reported issue could not be duplicated. Investigation summary: the reported incident could not be duplicated. There was no nibp issue observed. Further action is not warranted at this time due to low risk rating of the incident.

Event description:
The biomedical engineer (bme) reported that the nibp cuff on the ay unit would not deflate. There was no error message generated.

Manufacturer narrative:
The biomedical engineer (bme) reported that the nibp cuff on the ay unit would not deflate. There was no error message generated. There was no patient harm reported. The customer sent the ay unit in for repair and the rear enclosure was replaced to resolve the issue. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided for the main bsm unit: brand name, model number, catalog number, serial number, UDI number, approximate age of device. No serial number was provided, so the age of the device is unknown. Device manufacturer date. Additional device information: the following device was being used in conjunction with the ay unit: bsm (main unit): no model or serial number was provided.

Event description:
The biomedical engineer (bme) reported that the nibp cuff on the ay unit would not deflate. There was no error message generated.